Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 19 ga x 1 in. Miniloc infusion set with y-site was returned for evaluation. Also returned is a 20g x 1" w/y-site miniloc infusion set. A microscopic observation revealed lack of adhesive between the tubing and the molded y-site. A uv light was used to identify the adhesive under the microscope. Because the infusion set was found to have lack of adhesive, the complaint of a leaking infusion set is confirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by customer that the mediport tubing was disconnected while connected to patient. No patient impact. Additional information received 01 aug 2023: patient is a toddler, male. The event did not involve an urgent/life threatening medical situation. No negative outcome that occurred as a result of the event. Patient was post-chemo infusion when incident occurred. No additional, unplanned medical or surgical intervention required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that the mediport tubing was disconnected while connected to patient. No patient impact. Additional information received (B)(6) 2023: patient is a toddler, male. The event did not involve an urgent/life threatening medical situation. No negative outcome that occurred as a result of the event. Patient was post chemo infusion when incident occurred. No additional, unplanned medical or surgical intervention required.